Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vicm5_12.6, 4.0 diopter, implantable collamer lens tore/broke during injection/delivery into the right eye (od). There was patient contact with no patient injury. A replacement lens was implanted and the problem resolved. Cause was unknown.

Manufacturer narrative:
(B)(4).